Event description:
It was reported that the device is providing inaccurate sp02 readings. Customer reported that the device does not read appropriately when o2 saturation drops. There were no consequences or impact to the patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. Manual and preset testing was conducted and the unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.